Manufacturer narrative:
This case was reported as mw5069401. It was found by searching the maude on may 18, and the notification letter from the FDA was sent to our us representative same day. This is a definitive report since the reporter's contact is not available. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008.

Event description:
A patient received the 1st supartz injection to knee. Patient's blood pressure was normal. The patient received the 2nd supartz injection. The blood pressure elevated to 140/80 from normal. On (B)(6) 2017 - the patient received the 3rd supartz injection. On (B)(6) 2017 - the blood pressure was 153/93. The patient stated the patient have always run normal in blood pressure.